Manufacturer narrative:
The device has been returned. However, the product analysis has not yet been completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attachment runs when the foot switch is not pressed. There was no patient impact or injury.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product analysis indicates the connector pins were bent. The footswitch was working intermittently. The cable was replaced. The footswitch was cleaned, tested, and passed to manufacturing specifications.